Event description:
It was reported the device was dropped. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is missing segments. Lead flex cover is contaminated. Side bail covers, ring cover, side bail, and ring are missing. Upper and lower cases and battery drawer are broken.